Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While stapling the stomach on the fourth reload, the stapler closed but did not fire when the handle was squeezed. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury. Another manufacturer's (gore) reinforcement was used.